Event description:
It was reported that the patient developed methicillin-sensitive (B)(6) . The implantable pulse generator (ipg) and two leads were explanted and sent to the lab for cultures. There was no evidence of infection in the device pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri52 implantable pacing lead: 2013; a2dr01 implantable pulse generator: (B)(6) 2013. (B)(4).